Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. Customer support (cs) completed troubleshooting and all settings were correct. The reporter stated that the patient had a blood glucose (bg) of 300mg/dl with thirst and urination. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient had a power outage and stored the insulin on snow in the fridge. Cs referred the patient to a healthcare professional for diabetes management. The reporter stated that the patient also had sites in for five days prior to the issue. This report is being made due to the hyperglycemic event the patient experienced that resulted from leaving the site in beyond the recommended number of days.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (this report is being made due to the hyperglycemic event the patient experienced that resulted from leaving the site in beyond the recommended number of days).